Event description:
Reportedly, a sudden increase in the battery impedance curve was observed during a standard follow-up.

Event description:
Reportedly, a sudden increase in the battery impedance curve was observed during a standard follow-up.